Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient expired due to cardiac arrhythmias. The patient has no know comorbidities and it is unclear if the valve led to the patients death. Additional information was requested but cannot be obtained.

Manufacturer narrative:
Additional information: h6 an event that the patient expired due to cardiac arrhythmias 9 years following implant with no clear relationship to the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.